Manufacturer narrative:
The site has 6 devices, it is not known which specific device was involved.

Event description:
Pt developed pneumothorax after chest drain was removed following cardiac surgery. The pneumothorax resolved itself, no intervention necessary. No permanent injury to pt.